Event description:
Caller reported a cartridge alarm occurring with their insulin pump, but there was no adverse impact to the customer's blood glucose level. Technical support confirmed consecutive cartridge alarms and decided to replace the pump. The customer agreed to use multiple daily injections as a backup therapy and received instructions on returning the defective pump. A replacement pump was sent by technical support, and the customer was informed to transfer their settings and connect their continuous glucose monitor to the new device.